Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins). It was reported the device was not working and it was just implant on (B)(6). There were no further complications that have been reported as a result of this event. Additional information was received and patient stated that they were not feeling anything. No further complications were noted or anticipated.